Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the audio bolus button fell off the pump approximately 1 week prior and now the patient accidentally dropped the pump into a tub. The patient immediately removed the pump and it started to vibrate and the screen went blank. The patient rebooted the pump and it emitted a call service alarm. The patient rebooted again to attempt to clear the alarm and the pump would not power on. This report is being made based on the allegation that the pump would not power on.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the alleged loss of power. The pump was exercised for 24 hrs on a 1 unit per hour basal rate with returned battery cap, no power loss or rebooting was duplicated. The returned battery cap is able to securely tighten to the pump. Pump passed a battery cap functional test, and the width and height of the cap were within specification. Unrelated to this complaint, the display screen has a pinkish faded contrast when booting; pump boots to normal contrast with replacement screen. It was observed the piston cap was missing in the cartridge compartment. T he pump was returned with the audio bolus button detached. Small amounts of moisture were found on the display lens. No additional moisture was found in the pump. An audio bolus button leak was found during the leak test. The keypad was removed for investigation, and contamination was found under the contrast, up, down and ok key contacts. Use error contributed to the reported complaint as the patient was using the pump without the audio bolus button attached.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.